Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that there was pain at the implantable neurostimulator (ins) site. This started last week. She could feel where the stimulator was put in the skin was pushing outward. It did not feel like therapy was working. Her bladder was in pain like it was before the implant for the past week. Sometimes she could feel stimulation down her leg so she thought therapy was on. There was no trauma or fall that could be related to this issue. The change in symptoms/therapy was considered sudden, starting last week in at the ins site and the bladder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.